Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt and battery voltage recovered during analysis due to device being without load after explant. Broken ventricular septum and missing set screw were observed, probably at explant. No header damage found. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
It was reported that patient presented with pacemaker that was exhibiting premature discharge of battery as well as header anomaly. The pacemaker was explanted, and new pacemaker was implanted. The patient was in stable condition.